Manufacturer narrative:
The safety feature max delivery alarm functioning properly. The insulin pump was monitored for several days and no unexpected max delivery or iop test failure alarms noted. Device passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. Device had cracked battery tube thread, cracked reservoir tube lip, and cracked reservoir tube noted.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed iop test failure and reset itself. Blood glucose value was 260 mg/dl. It was advised deliver a bolus into the air; the bolus amount was recorded. Advised to rewind; they rewound and primed and the reservoir came back down without a warning. The insulin pump passed the selftest. It was advised to monitor the device. Mother called back and stated that the alarm occurred again and the customer experienced high blood glucose over 600 mg/dl because the insulin pump was out of insulin most of the night. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.